Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements resulting in a recorded red alert. Rhythmcare discussed programming options to be considered. This device is expected to be evaluated further at the next follow up and remains in service. No adverse patient effects were reported.